Event description:
During a coronary drug eluting stenting treatment procedure, the stent was partially deployed. The taxus express2 2.75 x 12mm drug eluting stent was delivered to the mid left anterior descending artery via the lima graft. The balloon was inflated and deflated and the physician pulled back on the stent delivery system. The stent could not be visualized at the target site under fluoroscopy however it was seen still on the balloon. The balloon had been pulled back with the stent distal to the lima graft. The balloon was reinflated and the stent deployed at the proximal site. No pt complications occurred. Pt status is satisfactory.